Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the device involved was not received by orthofix (B)(4) as it was discarded by the hospital. The technical evaluation on the event description is in progress. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. Orthofix (B)(4) has requested further information on the event, i.e. Lot number of the screw involved, surgery description, weight and height of patient, duration of the surgery extra time needed to finalize the intervention, copy of operative reports, patient's current health condition. No further information was received so far. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6), surgeon's name: dr. (B)(6), date of initial surgery: (B)(6) 2018, body part to which device was applied: tibia, surgery description: not available, patient information: (B)(6), male, previous health condition: o.k., problem observed during: clinical use on patient/intraoperative, event description: screw break when screwing. The complaint report form also indicates: the device failure had adverse effects on patient, the initial surgery was not completed with the device, a replacement device was immediately available to complete surgery, the event led to a clinically relevant increase in the duration of the surgical procedure, an additional surgery was not required, a medical intervention (outpatient clinic) was not required, copies of the operative reports are available (not received), copies of the x-ray images are available, product availability for return: no. Further information received from the distributor: received copy of x-ray image, relevant screw has been destroyed from the sterilization department in murnau unfortunately we do not have a batch but in my opinion it was a 99-60106. The condition of the patient is o.k. But they had to insert a second screw means a second drill. (B)(4).

Manufacturer narrative:
Analysis of historical records the device involved in this event has not been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the broken screw was not returned to orthofix srl. It was therefore not possible to perform the technical analysis. Medical evaluation: the information made available on the case were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2018. This operation is to treat an atrophic non union in an adult tibia. The patient requires: stable fixation; stimulation of bone healing; normal limb axis for loading. We do not know what else was done in the operation, but this is an atrophic non union and requires stimulation of the bone healing, by distraction and compression, or open decortication and cleaning of bone ends. A fibular osteotomy is essential to ensure apposition of the bone ends and load sharing. A minimum of 3 x 6/5 mm bone screws should be used each side, with osteotite coated threads. Screw threads should be just longer than the bone width, not twice as long as here. On 26 september, 2018 with the further information included in the operative report we now have more information about this case. The patient had chronic osteomyelitis following a fracture, and has had an lrs fixator in place for an unspecified time. The infected and dead bone have (hopefully) all been removed, and the patient has a spacer in place of the removed bone. The spacer would have been impregnated with antimicrobials. The plan for this procedure was to remove the spacer, create a new osteotomy and transport the middle segment of bone to close the gap. The first factor for failure was the 3.5 - 4.5 mm diameter of bone screws. I think that the surgeon may have considered that these screws would be strong enough because they were "only doing transport". However, this is an adult male of 52 years and the bone is definitely abnormal. The massive thickness of the 2nd cortex is visible on the x-ray. Frequently also in these cases the bone is harder than normal. The screw needs to be strong enough to withstand the torque of insertion. The second factor for failure was the screw thread lengths that are twice as long as the bone width. Final comments: the broken screw was not returned to orthofix srl. It was therefore not possible to perform the technical analysis. The medical evaluation concluded as follows: this is an atrophic non-union and requires stimulation of the bone healing, by distraction and compression, or open decortication and cleaning of bone ends. A fibular osteotomy is essential to ensure apposition of the bone ends and load sharing. A minimum of 3 x 6/5 mm bone screws should be used each side, with osteotite coated threads. Screw threads should be just longer than the bone width, not twice as long as here. These bone screws are not designed for the adult tibia. According to the information provided on the case and as a result of the investigation performed, orthofix srl can conclude that the screw was subjected to torsional overload during insertion which caused it to break. The breakage is related to the inadequate screw size selected. As the same inadequate size of screws was eventually used to complete the fixation, orthofix recommends the monitoring of the treatment to prevent possible failure of the screws due to cyclic loading. Orthofix srl would like to remind the importance of following the instructions for use (orthofix® bone screws for external fixation system, ref. Pq scr), where detailed information are reported regarding screw selection. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2018 body part to which device was applied: tibia. Surgery description: not available. Patient information: 52 year-old, male, previous health condition: o.k. Problem observed during: clinical use on patient/intraoperative event description: screw break when screwing. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event led to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are available (not received). Copies of the x-ray images are available. Product availability for return: no. Further information received from the distributor: received copy of x-ray image. Relevant screw has been destroyed from the sterilization department in (B)(6). Unfortunately we do not have a batch but in my opinion it was a 99-60106. The condition of the patient is o.k. But they had to insert a second screw means a second drill. Further information received on 14 september from the distributor: surgery description: fixation of the transport segment on a lrs fixateur, osteotomie at the beginning of the sement transport. Weight and height of patient: 169cm 63 kg. Extra time needed to finalize the intervention: 15 minutes ca. More time. Patient's current health condition: fine. Further information captured from the operative report received on (B)(6) diagnoses: chronic osteomyelitis: lower leg. Technique: using image intensification, skin incisions are positioned for the ha pins of the transport segment in the central part of the remaining distal tibia section. 3.5 mm ha pins are used for this. When screwing in the proximal pin, it breaks after entering the opposing cortical bone directly above the bone and has to be milled over and removed together with the broken screw mesh. As a result, the positioning of the proximal pin is somewhat more distal, the second pin is firm. Using image intensification, the pins are pre-turned and then the fixator clamp is anchored for the segment transport. Screws are tightened using the torque wrench. The osteotomy is performed between the two distal pin clamps. Skin incision first lateral-ventral, then rough deeper preparation using scissors. Manufacturer reference number: (B)(4). Distributor reference number: not available.